Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026 the sensor was malfunctioning, but the patient did not provide specific information regarding this. The patient experienced diabetic ketoacidosis, but no further information regarding the event was available, and it was unknown if the patient was diagnosed with dka by an hcp. The patient declined to provide any other information and disconnected the call. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.